Event description:
The patient has two leads with the same lot number. It was reported the patient is experiencing ineffective stimulation and coverage in unintended areas. It was also reported the patient has fallen 3 times when stimulation is on and is uncertain when the falls occurred or change in stimulation. Reprogramming was unsuccessful. X-rays revealed lead migration. The patient will undergo surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.